Manufacturer narrative:
The stent remain in the pt and the delivery device has been disposed, therefore, no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.

Event description:
Clinical study. It was reported that 4 days after a coronary drug eluting stenting treatment procedure, the pt required a target vessel reintervention (tvr). Lesion 1 was a 3.5mm, 90% stenosed, 8mm long portion of the proximal circumflex (prox cx). The physician treated the lesion with predilatation and successful placement of a taxus liberte' 3.50x12mm drug eluting stent in the target lesion. Lesion 2 was a 3.5mm, 70% stenosed, severely calcified, 12mm long portion of the proximal right coronary artery (prox rca). The physician treated the lesion with predilatation. Attempt was made to place a taxus liberte' 3.50x28mm drug eluting stent in the target lesion, but the physician was unable to cross the lesion. Four days after the initial procedure, the physician successfully performed angioplasty and placed a taxus liberte' stent in the prox rca. There were no further complications. The pt was discharged 3 days later on plavix and aspirin. This product is only ous approved but it is similar to a marketed us device.